Event description:
Report rec'd of central venous catheter breakage. After insertion of a triple lumen catheter for central venous intravenous administration, bleeding was noted at the site. The dressing was changed three times. When it continued to ooze, the dressing was removed and "the catheter fell apart in her hands." The catheter was noted to be "broken 1/16 inch above the triangle". The intravenous line was clamped, a guidewire was placed, and the catheter was removed and a new one placed over the guidewire. All parts were retrieved. No intravenous fluids had been running, ports had been flushed with heparin and a chest x-ray done for placement after insertion. No pt harm reported.